Event description:
The lay user/pt contacted lfs in 2009, alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the pt's wife eight days alter and obtained the following info: five days before contact to lfs, in the late afternoon, the pt visited his physician due to elevated readings he had obtained on his meter for the past 3 days. At the physician's office, he tested his blood glucose and obtained a 309 mg/dl, 331 mg/dl and a 278 mg/dl. In the doctor's office his meter read 53 mg/dl. The pt immediately felt woozy and experienced shortness of breath. The pt was taken to the hospital from the physician's office and was admitted in the hospital for 3.5 days. The pt is on oral medication and not on insulin. The rptr mentioned that the pt continued to take his set amount of oral medication when the meter had been displaying the high readings and denied that he increased his dosage of oral medication during the elevated blood glucose readings. In the hospital, the pt was given something to elevate his blood glucose reading. Rptr mentioned that the diagnosis was hypoglycemia. A quality control test was not done since the pt did not have any control solution. Products were replaced. The complaint is being reported since the pt alleged that due to the elevated reading on his meter for 3 days he developed symptoms and had to be hospitalized and treated for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.